Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) sooner than anticipated. Elevated left ventricular (lv) lead thresholds were also noted. The device was removed and replaced, while the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).